Manufacturer narrative:
Unit received with no button response due to flattened act button dome switch. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the act button was hard to press. It was difficult to prime the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.